Manufacturer narrative:
Citation: hamdan a et al. Inverse relationship between membranous septal length and the risk of atrioventricular block in patients undergoing transcatheter aortic valve implantation. Jacc cardiovasc interv. 2015 aug 17;8(9):1218-1228. Doi: 10.1016/j.jcin.2015.05.010. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding whether imaging of the atrioventricular (av) membranous septum by computed tomography can be used to identify patient-specific anatomic risk of high-degree av block and permanent pacemaker implantation before transcatheter aortic valve implantation (tavi) with self-expandable valves. All data were prospectively collected from a single center. The study population included 73 patients (predominantly female; mean age 80 years), 67 were implanted with medtronic corevalve bioprosthetic valves and 6 were implanted with medtronic engager bioprosthetic valves (no serial numbers provided). It was noted that 26, 29, and 31 mm corevalve prosthesis sizes were used and 23 and 26 mm engager prosthesis sizes were used, respectively. Among all patients, it was reported that no ¿sudden death¿ was documented until 30 days post implant or later. However, no other de tails were provided. Based on the available information, medtronic product not directly associated with the death(s). Among all patients, adverse events included: valve-in-valve implantation, second valve implanted during the same procedure due to va lve migration, conversion to surgical aortic valve replacement following unsuccessful tavi attempt, new-onset conduction abnormalities requiring permanent pacemaker implantation (complete av block, mobitz type ii av block, left bundle branch block, left bundle branch block with atrial fibrillation and slow ventricular response or pr interval prolongation, and temporary asystole during procedure), and syncope. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. Additional information received from the physician/author also provided the mean patient weight for the study population. If information is provided in the future, a supplemental report will be issued.